Event description:
It was reported that during a left anterior communicating artery wide-necked aneurysm procedure, the physician used subject stent to assist embolization. Physician punctured with 6f long sheath and placed a guiding catheter to the location. Physician used guidewire to guide the microcatheter to anterior cerebral artery a2 at the same side and delivered another microcatheter to the aneurysm. After framing with coil, the physician prepared to deploy the subject stent. While delivering the subject stent into the microcatheter, the subject stent could not be advanced smoothly. The physician applied force to push the subject stent and the subject stent got stuck and could not be delivered forward. After withdrawing the microcatheter out of patient anatomy, the physician pulled the subject stent delivery wire out on the table and found the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the atlas device was returned with the microcatheter. The stent was prematurely deployed inside the catheter. The stent was stuck roughly 1cm from the catheter hub. The distal end of the stent was seen to have slight deformation. The proximal end of the stent was seen to be severely deformed. There was tubing of unknown origin wrapped around the middle of the stent which was constricting the stent and preventing it from full deployment even after it had been removed from the microcatheter. During functional inspection, the stent difficult/unable to advance or pullback through catheter functional test was not applicable as stent was prematurely deployed in the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was confirmed during visual inspection. The reported 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the stent was returned already deployed inside a microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'not tortuous'. It was reported that the 'operator prepared to deploy stent. After delivered part of the stent into microcatheter, the stent could not be advanced smoothly. The operator added some fore to push it and the stent got stuck and could not be delivered forward. The operator withdrew the microcatheter out and pulled the stent delivery out on the table and found no stent at tip of delivery wire which means the stent deployed in microcatheter. So the operator used another microcatheter to deliver another stent to continue successfully. No impact to patient. The stent was returned for analysis deployed (off the stent delivery wire) inside the proximal section (approximately 1 cm from the catheter hub) of the returned excelsior sl-10 microcatheter. An attempt was made to move the stent both proximally and distally without success. The stent was firmly stuck inside the sl-10 microcatheter . It was necessary to cut the microcatheter open to remove the stent . Once the stent was removed from the microcatheter it was inspected and was noted to be deformed. The distal section of the stent had minor deformation and the proximal end was severely deformed. There was tubing of unknown origin wrapped around the middle of the stent which was constricting the stent and preventing it from full deployment even after it had been removed from the microcatheter. The stent delivery wire [sdw] was also returned for analysis and was undamaged. All relevant dimensions of the sdw were measured and were in specification. The introducer sheath was not returned for analysis. The as reported "stent difficult/unable to advance or pullback through catheter" and "stent deployed prematurely during use" as well as the as analyzed "stent deployed prematurely during use" and "stent deformed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a left anterior communicating artery wide-necked aneurysm procedure, the physician used subject stent to assist embolization. Physician punctured with 6f long sheath and placed a guiding catheter to the location. Physician used guidewire to guide the microcatheter to anterior cerebral artery a2 at the same side and delivered another microcatheter to the aneurysm. After framing with coil, the physician prepared to deploy the subject stent. While delivering the subject stent into the microcatheter, the subject stent could not be advanced smoothly. The physician applied force to push the subject stent and the subject stent got stuck and could not be delivered forward. After withdrawing the microcatheter out of patient anatomy, the physician pulled the subject stent delivery wire out on the table and found the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.